Event description:
A timestamp discrepancy was later identified in the decoder created during product analysis (pa) where high impedance occurred prior to device implant. This is a result of the device being at complete end of service (eos) in pa, requiring an external power source to power the device. This results in the generator's internal clock (epoch time) changing from it's original set date. The high impedance in this report occurred prior to device implant therefore should not have been captured.

Event description:
The patient had a battery replacement due to battery depletion, and the explanted device was returned to the manufacturer to undergo product analysis. During analysis, high impedance was seen in the generators internal data from 01/12/2020 - 01/14/2020. Impedance returned to a normal value at a later date. It is unknown if medical intervention occurred to resolve this impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.